Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An opthalmic surgeon reported that during a trial intraocular lens (iol) implant, the injector suddenly lost resistance as the implant exited the nozzle tip. This resulted in the plunger tip shooting forward, pushing the implant forward rapidly. The plunger traveled under the implant and through the posterior capsule. A vitrectomy was performed to remove the iol, the superior insertion wound was enlarged and a sulcus fixated lens was implanted. Additional information was requested and received. No additional information is expected.